Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that unspecified bd infusion set had flow issues the following information was received by the initial reporter with the following verbatim: I would like to report an event that occurred at the university of colorado hospital. Date/time of event: 1/23/24 name of facility where event occurred: university of colorado hospital sticu patient had primary normal saline carrier line used for multiple piggyback medications. Potassium chloride repletion started as secondary and noticed within 5-10 minutes the bag seemed to be draining extremely quickly (drip rate not matching flow rate on pump). Appeared secondary bag was potentially flowing into the primary normal saline bag. Tubing and pump module changed and flowing at normal rate. Have tubing to be sent in for investigation, lot number of tubing not saved.